Event description:
It was reported that this spectrum pump had a system error 322 in the event history log. The device was not in use with a pt when this issue was discovered.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.